Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of system impedance on multiple contacts being out of range was confirmed based on system impedance test results on the event date that were returned from the field. The reported stimulation issues and impedance issues were not duplicated during functional and electrical analysis. The root cause of the observation was not ascertained or duplicated. A review of the associated ipg logs did note program status errors which can be associated with impedance issues. A system impedance test returned from the field did verify the high impedances observation. The associated lead segments were subjected to a high-resolution inspection and no anomalies were found that would have resulted in the observation. The lead had been cut into 3 segments during the explant procedure resulting in the inability to perform electrical testing that would verify the leads integrity. A high-resolution inspection of the lead tails terminal ends confirmed proper setscrew contact markings indicating they were properly inserted and secured in the ipg header.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was permanently implanted on (B)(6) 2023. On (B)(6) 2023, the patient experienced undesired nerve stimulation in their left leg followed by paralysis from the waist down. Troubleshooting and imaging revealed impedances on multiple lead contacts and hardware that was in the path of the lead placement. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient has since regained some function and feeling back in their legs.